Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 550 mg/dl with vomiting and extreme thirst. The reporter noted the patient was hospitalized and received insulin via injection, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported the pump's basal history did not match the active basal program. This complaint is being reported because the reported health event was attributed to a pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2016 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump history showed that the pump was suspended from 9:05 pm (B)(6) 2016 until 12:15pm (B)(6) 2016. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Unrelated to the original complaint, the battery compartment was cracked and the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).